Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice (hc) device. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the patient had left the device for an extended period of time (more than 30 minutes) between priming and connecting. The hp was to complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Although the home patient (hp) reported not connecting to the device until 30 min after priming, insufficient information was reported to determine a cause of the alarm. Should additional relevant information become available, a supplemental report will be submitted.